Event description:
It was reported that the ilet¿s display screen fractured to the extent that the touchscreen became unresponsive, rendering the device not usable; the user did not report injury and indicated blood glucose remained unaffected and the device had been synced prior to shutdown. Symptoms included no clinical effects or injuries. Outcomes included interruption of device therapy with reversion to an alternative insulin therapy. Investigation included review of user report, visual confirmation via user-supplied photo, and verification of device identifiers and logistics for replacement. Investigation of this case revealed physical damage to the display consistent with external impact or stress, with no indication of device malfunction preceding the damage. It was concluded that the event was due to damage to the device¿s display component, resulting in loss of usability, with no patient injury or glycemic adverse events.